Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) there were fitting issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, after use, the needle did not fit properly when attached.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-may-2023. H6: investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from lot no. 2292481 cat. No .320136. Visual examination was carried on the returned sample and photos and no issues were observed. A functionality test was also carried out on the returned sample no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm (70 count) there were fitting issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: according to the user's verbatim report, after use, the needle did not fit properly when attached.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.